Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and the firmware was downloaded to resolve the event. The patient was in stable condition.